Manufacturer narrative:
Analysis and results: we have received two open unused samples with the needle detached from the thread and the thread still wound on the pack. The batch information is not available, nevertheless, as the datamatrix code is present we have determined that the batch is 120294. There are previous complaints of this code batch regarding the same issue (needle detachment or needle missing). We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. Reviewed the batch manufacturing record, this product had an incidence during the process, not related to this issue, and the results before releasing the product fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the pictures received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, and that there are previous complaints for the same issue, we conclude that the complaint is confirmed by evidence of the pictures received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread. This issue occurred before use.